Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the system successfully recognized the instrument when tested on an in-house system. Failure analysis investigation also found scratches on the surface of the distal pulley and scratch marks with light material removed and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the main tube may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, if the damage to the main tube found during failure analysis were to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, the maryland bipolar forceps instrument was not recognized by the da vinci system. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.